Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 2 events were duplicated during testing. One event was not duplicated; however, the device was not within specifications. Two devices were found to be affected by broken-down lubrication. One device was found to have corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.